Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Patient additionally reported "hardening" and "sits higher". The device remains implanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Device evaluation: visual analysis identified deformation.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23/jul/2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and implant "sits higher".

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Patient additionally reported "hardening" and "sits higher". The device remains implanted.

Manufacturer narrative:
Additional/changed and/or corrected data : b.5., d.7., h.6.

Event description:
Healthcare professional additionally reported "exchange from textured to smooth implants due to patient's concern with the product." Device was explanted.